Event description:
Additional information reported stated that the lead exhibited noise.

Event description:
It was reported that the right ventricular exhibited an insulation anomaly. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.